Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 04-mar-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed menstrual period flow heavier with periods 5-7days. A hysterectomy was recommended. This event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered a incident, since a surgical intervention will be required for essure removal. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014. In the beginning of (B)(6) 2015 she started experiencing menstrual period pain and flow heavier, pain during intercourse, migraines, and periods 5-7 days. Essure was not removed but hysterectomy was recommended in (B)(6) 2015. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed menstrual period flow heavier with periods 5-7days. A hysterectomy was recommended. This event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered a incident, since a surgical intervention will be required for essure removal. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.